Manufacturer narrative:
The cause of the thrombosis was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was placed in a 56-year-old female patient for cardiogenic shock (scai stage c) in the setting of acute myocardial infarction, cardiogenic shock, diabetes mellitus, and coronary artery disease, undergoing coronary angioplasty (ptca). The patient required advanced hemodynamic support, including venoarterial extracorporeal membrane oxygenation (va ECMO), inotropes, vasopressors, and respiratory ventilator support. During insertion, activated clotting times were reported to be greater than 250, and the pump was operated at low support (p1) due to concurrent va ECMO support. The patient experienced thrombosis, which was noted on echocardiography as clot visualized at the impella inlet prior to transfer. Thrombus formation was likely multifactorial and may have been contributed to by the patient¿s underlying comorbidities, critical illness, low-flow conditions, and the presence of multiple mechanical circulatory support devices, including va ECMO, which is known to alter hemodynamics and increase thrombotic risk. Despite ongoing support, the patient experienced clinical deterioration and expired. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The event is conservatively reported as death.